Event description:
Procedure: wedge resection. According to the reporter: est blue manufactured by other MFR was used at first, but staples did not form properly. The surgeon changed to endo gia, and staples also did not form properly. Another device was used to complete the surgery. Oozing bleeding was reported as under 200 cc. Surgery time was extended by more than 30 minutes.

Manufacturer narrative:
Initial report sent to FDA on 10/20/2009.